Event description:
The initial reporter questioned ise results for qc and patients tested on a cobas c 111 beginning the week of (B)(6) 2019. The customer has been receiving ise unstable alarms for some patient results but some were not accompanied by these alarms and were reported outside of the laboratory. The customer provided an example of discrepant sodium (na) and potassium(k) results for 1 patient sample. The initial na result was 96 mmol/l. The repeat result was 145 mmol/l. The initial k result was 1.9 mmol/l. The repeat result was 4.9 mmol/l. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The na electrode lot number was 21583348. The expiration date was not provided. The k electrode lot number was 21583149. The expiration date was not provided. On 29-mar-2019 the customer initialized the ises, cleaned the ise mix tower manually, performed electrode service and checked the electrode path. The ises wouldn't calibrate initially but re-calibration was successful. Qc results were accompanied by the ise unstable alarms and the results were outside of the acceptable range. The customer replaced the ise mix tower and was able to calibrate and run qc. The field service engineer (fse) visited the customer site and found an issue with the ise tubing. Air bubbles were getting into the tubing going into the electrode block. The fse replaced ise tubing and peristaltic pump tubing. An ise check was performed and passed. The customer performed daily prepare actions, calibration and qc with no errors. The customer has had no further issues since the service visit. The calibration data provided was acceptable. The investigation determined the ise tubing issue identified by the fse was the root cause of the event.